Event description:
A medtronic representative reported the 4.5mm tap is clogged with bone. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt present at time of event. Replacement part shipped (B)(6) 2012. RMA issued. Investigation finds that, as reported, the tap is blocked with bony material.